Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt was unable complete essential performance testing. The trunk cable was missing. The root cause for missing trunk cable was physical abuse. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.